Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to physical stress by rubbing and hitting the insertion section. The event can be prevented by following the instructions for use (IFU) which state: "do not coil the insertion tube with a diameter of less than 10 cm. Equipment damage can result." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The inspection and evaluation found peeling of the insertion tube coating/marking disappearance on the insertion section (greater than or equal to 1 x 1 mm2). Additional findings were as follows: defects of the bending section and insertion tube, defects of the insertion tube-non bending section. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the distal end was leaking during reprocessing on the tracheal intubation fiberscope. No patient or procedure was involved. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: peeling of the insertion tube coating. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.